Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices after a shoulder surgery. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2019 to explant and replace their ipg. Effective therapy was restored postoperatively.